Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that physician feels like patient's pocket has migrated to under her armpit. The physician reported that the migration occurred due to implant being 15 years old. The lead and generator were replaced. The replacement was noted to be done to continue vns therapy. The patient also had a full revision due to high impedance. MFR. Report #1644487-2022-01001 captures high impedance. No other relevant information has been received to date.

Manufacturer narrative:
D1 and d4 suspect device, h4. Manufacture date; corrected data; initial MDR inadvertently reported incorrect information known prior to submission.

Event description:
It was discovered that the incorrect suspect device was reported on the initial MDR. The reported suspect device was explanted on (B)(6) 2020 and replaced. No other relevant information has been received to date.